Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process intermittently. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed.